Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a defective patient board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center has no image when connecting to the 260 scope. The issue was found during maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that there was no image when connecting the 260 scopes due to a defective patient board. Other finding includes: the video connector was immersed and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.